Event description:
This serious unsolicited device case from (B)(6) was received on (B)(4) 2012 from a physician and concerns a (B)(6) adult female pt who experienced late onset nodules on injection sites after injections of poly-l-lactic acid (sculptra) for wrinkles. She had a medical history of quincke's oedema. No past drugs and concomitant medications were reported. On an unspecified date in (B)(6) 2011, the pt received subcutaneous poly-l-lactic acid injection. It was reported that she underwent three sessions of poly-l-lactic acid injections in cheeks and chin between (B)(6) 2011. No information concerning the exact dates, the techniques used and the batch numbers were reported. In (B)(6) 2012, she experienced quincke's oedema. According to the physician, this event was not in relation with the injections of poly-l-lactic acid. On an unknown date in (B)(6) 2012 (latency unknown), she experienced late onset nodules on injection sites. She presented with injection site nodules in cheeks and chin. It was reported that the nodules in cheeks were palpable but not visible whereas the size of nodules in chin was higher (nos). In (B)(6) 2012, she received injections of betamethasone dipropionate/betamethasone sodium phosphate (diprostene) in nodules areas as corrective treatment. She had not recovered from the event of late onset nodules on injection sites. A product technical complaint (ptc) was initiated with global ptc number (B)(4) and the conclusion was pending.